Event description:
It was reported that an obese patient sustained 2nd degree burns to their legs after a MRI scan. It was reported that patient was not padded to prevent bore contact.

Manufacturer narrative:
The system was inspected by a ge representative for proper operation with no problems found. Warnings and instructions regarding appropriate patient padding, positioning and monitoring are provided in accompanying user documentation.